Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that approximately two months post implant of the ICD (implantable cardiac defibrillator); the ICD discharged for several times. The patient went to the hospital and it was found the ICD falsely discharged and impedance was higher than 4000 ohms. The physician ruled out that there was no lead dislodgement or fracture. Therefore the ICD was explanted and replaced. . No patient complications have been reported as a result of this event.